Event description:
Alleged the brake will not lock properly.

Manufacturer narrative:
The technician found the brake/steer caster was installed incorrectly. The brake/steer caster was installed in the correct position to repair the bed.